Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. E1 initial reporter first and last name updated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as instructed. In turn, the ipg became inoperable. As a result, surgical intervention may take place at a later date to address the issue.